Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected restart error. Customer stated that insulin pump rejected new batteries, lost insulin pump setting during battery changed, slower rewind, random unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected a21 and a17 anomalies noted. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected e/a alarm anomalies noted. Device received with minor scratched lcd window, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).